Event description:
It was reported that on (B)(6) 2011, a xience v 2.5 x 12 mm stent was implanted in a de novo, proximal left circumflex artery (plcx) and approximately 24 months later, on (B)(6) 2013, the patient was hospitalized and diagnosed with a cerebral vascular accident (cva). Thrombolytic medication treatment was provided and the symptoms are listed as continuing. This was listed as possibly related to the device. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of cerebrovascular accident is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Based on the supplemental information received, the reported patient effects were not related to the device or the procedure.

Event description:
Subsequent information received. Reportedly, atherosclerosis in both carotid artery was observed 6 months before the cva occurred and the physician believes the cause of the cva was the atherosclerosis of the carotid artery and that neither the xience v stent nor the procedure caused or contributed to the cva on (B)(6) 2013. This is now listed in the study site as not related to the device and not related to the procedure. Furthermore, there was no device malfunction reported. No additional information was provided.